Event description:
Boston scientific crm received info that this right atrial (ra) lead replaced another manufacturer's lead due to dislodgement. Two weeks post implant, during a device telephone check, this ra lead was not working appropriately. No other info has been made available to us. It is unclear in what way the device was not working appropriately and what, if any, intervention was performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Device "not working appropriately" with no surgical procedure reported.